Event description:
The customer reports during a right hemicolectomy procedure using a thunderbeat, when starting the procedure there were frequent short circuit/probe damage errors. Following this, the probe tip of the thunderbeat broke (functional mode at that time was seal and cut 1). The broken tip was found visually and immediately removed from the patient. The procedure was completed with a second thunderbeat with no further consequences to the patient.

Manufacturer narrative:
This report is being submitted to report information provided by the customer and investigation findings. The device was returned to olympus. It was confirmed the probe was broken off. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g. , uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Conclusion: the definitive cause of the reported events could not be established. However, based on the past similar case, the probe broken was possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. Contact with a surgical instrument. The distal end of the tissue pad was worn away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). . The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. Output was performed under this situation, the short circuit error occurred. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error (error code : u504) occurred. 5. The probe broke when added load. Contact with non-insulated area of grasping section the distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. Output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. And the cut short circuit error occurred. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe was cracked from the scratch and the probe damage error (error code : u504) occurred. The probe broke when added load.